Event description:
The nurse reported a system message displayed during surgery. The nurse reset the system twice to clear the system message. The facility has another system, but it was in use in another room. The facility used that system to complete cases. The cases were delayed an hour total for the surgical day. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The solenoid spacers were replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. The solenoid spacers were received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).